Manufacturer narrative:
The initial event notification was received by the manufacturer (microline surgical, inc.) On 10/12/2016. The device was not returned to perform a full evaluation. There was no harm to the patient.

Event description:
During a surgical procedure, the heat shrink came off in multiple pieces and fell into the patient. All detached prices of the heat shrink were retrieved from the abdomen of the patient. There was no harm to the patient.